Event description:
It was reported that after a patient underwent an ion-assisted transbronchial lung biopsy, a pneumothorax was identified which required insertion of a chest tube and hospitalization. The lesion was 3.8 cm in size and located in the right middle lobe; the lesion was attached to the fissure. While the patient was asymptomatic, a post procedure chest x-ray identified the pneumothorax. The physician believed a pneumothorax could have potentially occurred via another biopsy modality. The initial size of the pneumothorax was moderate to large. The physician reported the pneumothorax was likely related to the need for repeat biopsies with noted respiratory variation and perhaps increasing airway pressures. A 14 french chest tube was placed, and the pneumothorax decreased in size afterward. The diagnosis was a neuroendocrine tumor. The patient was hospitalized for 24 hours, then discharged home in good/stable condition. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred.

Manufacturer narrative:
There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. A system log review could not be performed because the system logs were not available.